Event description:
The surgeon attempted to implant a silicone lens but due to a sticky cartridge, the lens became stuck and was damaged upon insertion. The surgeon enlarged the incision to remove the lens and sutures were required.